Event description:
Customer's diabetes nurse educator reports customer had a reading of 142mg/dl while using the aviva system and passed out an hour later while getting off the bus. Emts were called and tested customer with a reading of 465mg/dl. Emts took customer to the hospital where he was admitted and treated for dka with an IV of unknown content, fluids and pills. No quality controls were run. A request was made for return of the suspect product and a replacement was sent.